Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4)) displayed "tcmid:09 (ce temp error) error message was remotely resolved by the customer by following the instructions provided by zoll service technician. The circuit boards and the sensors were cleaned to remedy tcmid:09 error message. Since the customer could resolve the issue, service repair will not be required to be performed by zoll.

Event description:
During device preventive maintenance by the customer, the thermogard ivtm system (serial #(B)(4)) displayed "tcmid:09 (ce temp error) error message. No patient involvement.